Event description:
It was reported that the physician and staff removed the implantable cardioverter defibrillator. It was noted that the device was being explanted due to the patient undergoing an MRI and had an abnormal battery reading that resulted in premature battery depletion. The patient was discharged post procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.